Manufacturer narrative:
(B)(4). At this time, the customer has not responded to requests for additional information regarding this event.  Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found the blender module to be faulty. The fsr replaced the blender and the reported issue was resolved. The fsr ran the operational verification procedure (ovp) and the unit meets manufacturer specifications. Carefusion received the suspect component, a vela blender module, for evaluation. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "o2 range error." It is unknown if there was patient involvement associated with this reported issue.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated or confirmed in the laboratory setting. The suspect component operated properly to specifications.